Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: safelight cable light stayed on. Probable root cause: main board, front board, or receptacle board malfunction damaged or missing esst spring incorrect communication with 1688 software malfunction - main board, front board, or receptacle board hf/rf interference cybersecurity attack - see rsk12346 appendix b security risk table light output intermittent or turns off due to rf interference. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.